Event description:
It was reported that the patient was inquiring how often do these malfunction once implanted. The patient had surgery on (B)(6) this year. It worked the first week then hasn't worked correctly since. The patient have tried all programs with no success still up 3 to 4 times a night the same as before the surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va086f9, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).